Event description:
Patient was on a telemetry floor and was being monitored by an ambulatory transceiver. Patient heard a sudden loud noise and felt a slight vibration of the ambulatory transceiver. The central monitoring station noted a loss of signal from the transceiver, indicating a battery failure, so a nurse went to the patient to change the battery. While the nurse was changing the battery, (9v duracell procell product number 4f21 g305 17) the battery "popped" and the cardboard bottom came off the battery the internal cylinders started to push out the bottom of the battery. The plastic cap on the end of some of the cylinders also popped off of the cylinder. The transceiver was taken out of service and the event reported to biomedical engineering. Engineering will be looking at the transceiver to see if there was a malfunction of the transceiver that caused the battery failure. Engineering believes that this is a battery problem, but felt a report should be completed in case other facilities are reporting this type of problem. The nursing staff found other batteries that popped. These were discarded/used batteries in the disposal bin and would pop in the bin. Duracell global marketing was notified of the battery failure and they removed all the batteries with lot #'s 4f15 and 4f21. The failed batteries will be returned to them so that they can look into the battery failure.